Event description:
It was reported that during an anterior cruciate ligament surgery the flipcutter did not open and could not be used properly. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon functional testing, it was noted that the flipcutter could not move the cutter tip. Upon visual evaluation, the shaft's distal end is slightly bent between the slots. The most likely cause of this condition is excessive force/friction or prying/leveraging during insertion.